Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an unknown issue with the subject meter: the reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.